Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03298. The patient received 5 scs leads. Model 3166 scs leads have the same lot number and model 3146 scs leads have the same lot number. It was reported the patient's scs leads were replaced due to ineffective stimulation. The issue was resolved with the scs lead replacement procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.